Event description:
During a low anterior resection, the circular stapler was placed transanally and the anvil was connected to the integral trocar. The device was closed and the surgeon proceeded to fire instrument. The firing of the device proved to be difficult. After many attempts, the device fired. Prolonged theatre time unknown. There was no pt consequence. One device will be returned.